Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0236922v, implanted: (B)(6) 2003, product type: lead .

Event description:
A friend or family member of the patient reported that in (B)(6) 2016 the patient never had an implant put in on their left side because the "post and wire" were not connected. The patient did not want to go through another surgery in their head. Indication for implant is parkinson's dual and movement disorders. See related pe (B)(4) leaning, uti.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.